Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. The device history record was reviewed with no anomalies/deviations identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: vanguard cr tibial bearing, catalog #: 183562, lot #: 699560. Event occurred in (B)(6). Customer has indicated product will not be returned to zimmer biomet for evaluation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-09849. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient underwent scopic release fibrosis because of persistent limited knee flexion.